Manufacturer narrative:
Continuation of d10: product ID 977c290 serial# (B)(6) implanted: (B)(6)2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(6), ubd: 07-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient (pt), manufacturer representative (rep), healthcare provider(hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). Rep met with the patient today for a reprogramming. The patient stated that they are getting good pain relief, but when the device is turned on, patient experiences numbness in their right arm. When the device is turned off, the numbness goes away after a few minutes. Rep notified the hcp. Hcp thinks that, due to the lateralization of the paddle lead, that could be causing it. The cause is unknown and the issue is ongoing. On (B)(6) 2024 the rep clarified there is no allegation of a placement issue. The cause was not yet determined, and the issue is not yet resolved. Rep to follow up with patient at next appointment at unknown date.